Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the patient experienced increased astigmatism. He believes that this could be due to problems experienced with the cartridge during the surgery. He reported that during implantation, the iol was hardly passing through the cartridge and noted that the cartridge had a crack on the side of the nozzle. During the same procedure, the iol was taken out of the cartridge and was implanted using another cartridge. When the iol was already in the capsular bag, the surgeon observed damage in the haptic area of the iol. In a follow-up, it was reported that the outcome of the procedure is satisfactory for the patient.

Manufacturer narrative:
The complaint device was returned and the reported damage was observed. The tip was stressed and cracked on the side. An inadequate amount of viscoelastic was observed. The reported damage can occur when an insufficient quantity of lubricating solution is present between the lens and the cartridge lumen (wall) or when the lens is not positioned correctly in the cartridge. The dfu instructs to completely fill the cartridge with viscoelastic before loading the lens. Product history records were reviewed for the delivery system and the lens lot; and all documents indicate product met release criteria. Additional information was requested and received. (B) (4). (B) (4). (B) (4).